Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2018 at 11 am. The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿260 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient informed the csr that she manages her diabetes with a combination of diabetes medications: janumet twice daily, levemir at night and 10 units of novolog when her blood glucose is high and reported taking 10 units of novolog at 11:30 am in response to the alleged high result. The patient claimed that approximately 1 hour later, at 12:31 pm, she developed a symptom of feeling ¿shaky¿. The patient denied receiving any treatment or medical intervention as a result of the alleged inaccuracy issue. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the test strips were within open expiry/discard date. The reporter did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking 10 units of novolog based on the alleged inaccurate high result obtained with the subject meter.